Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer experienced elevated blood glucose (bg) levels with ketones; bg and ketone levels were not provided. Customer also experienced a headache due to bg level. Customer addressed bg level by drinking water, delivering a bolus, and administering a manual injection. Customer did not provide identifying information, therefore no addition information can be obtained. Reportedly, the customer reverted to manual injections as alternate insulin therapy.